Manufacturer narrative:
Other: wheel struts.

Event description:
It was reported that when the cot was being removed from the vehicle, the head end wheel struts failed to lock. There was no reported pt involvement or adverse consequences.